Event description:
It was reported that non-sustained oversensing episodes were observed showing inhibition of pacing due to myopotential oversensing. Programming changes were recommended. Further information notes, patient has not had further egms regarding this concern. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.